Manufacturer narrative:
(B)(4).

Event description:
It was reported that a few hours after it was first implanted, this right ventricular (rv) lead undersensed intrinsic signals and provided inappropriate pacing. Further analysis and a chest x-ray revealed the lead had dislodged. As result, the lead was surgically repositioned and currently remains in service. No additional adverse patient effects were reported.